Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v760962, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were in a car accident that twisted the wires, after that and was reprogrammed by the healthcare provider. They stated the stimulator was going to be replaced, but they were waiting for the new device to launch. Additional information was received from the patient. They reported that their device was replaced 2020-aug-14.